Event description:
Needle device "didn't feel right" going into scope per m.d. During aspiration the syringe locked up and there was difficulty removing it from the ems scope. The scope was eventually removed. Needle aspirate was obtained using another aspiration needle.